Event description:
It was reported that the patient was not experiencing any stimulation sensation. There was no known accident or incident related to this change. After turning the stimulator on, they could feel it turn off. Patient was currently programmed with 0-1 and 2-3 and not feeling stimulation at 10.5v. Impedance readings were >4000 ohms on some of the bipolar pairs. At 3.5v and pw of 450 impedances were as follows: 0-1=1537, 0-2=1537, 0-3=>4000, 1-2=1537, 1-3=>4000, 2-3=1537. All impedances with contacts 4-7 were >4,000. The neurostimulator battery was noted to be at 2.6. It was also noted that the stimulation could not be adjusted with the patient programmer. The battery was changed out but did not relieve the issue and the patient programmer issue was referred for repair. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Lead model 3888-33 (B)(4) implanted: 2005-(B)(6) explanted: 2012-(B)(6); extension model 7495lz40 (B)(4) implanted: 2002-(B)(6) explanted: unknown; accessory model 3550-09 (B)(4) implanted: 2002-(B)(6) explanted: 2012-(B)(6).

Event description:
Additional information received reported that an end-of-service / end-of-life message was seen the day before the scheduled replacement surgery. The battery depletion was reported to be normal for the patient's usage. The patient's entire system was replaced on (B)(6). The old lead and 3550-09 accessory were explanted and a new lead and battery were implanted. It was unclear if the old battery and extension were explanted or inactivated. Following the surgery the patient was "doing great" with the new battery and lead and "getting excellent coverage".

Manufacturer narrative:
Lead model 3888-33, serial # (B)(4), implanted: (B)(6) 2005, explanted: unknown; extension model 7495lz40, serial # (B)(4), implanted: (B)(6) 2002, explanted: unknown; programmer model 7435, serial # (B)(4); accessory model 3550-09, serial # (B)(6), implanted: (B)(6) 2002, explanted: unknown.

Event description:
Additional information received reported that the patient was scheduled for a battery replacement on (B)(6)-2012.

Event description:
Additional information received reported the patient did not have any additional diagnostic testing following the appointment on (B)(6)-2011. At a follow up appointment (B)(6)-2012 the patient reported her battery had completely stopped working. The physician's office was working on approval to replace the battery. The date of the replacement was not scheduled. The patient was without stimulation and her pain pattern had returned. Additional review also found this event had been reported under manufacturer report # 3004209178-2011-10048. Any additional information regarding the event with the patient's implanted neurostimulator will continue to be reported under this manufacturer report number (3004209178-2011-10038). Any additional information regarding the issue with the patient's programmer will continue to be reported under manufacturer report #3004209178-2011-10048.